Event description:
Vague pump report of overinfusion. The unknown solution was reported to deliver in 23 hrs instead of the expected 24 hrs. Add'l description of the event was reported as "amount being infused" is greater than the amount programmed. Infusing an extra 2ml per 10ml infused." No add'l clinical info was able to be obtained. No pt injury was reported.